Event description:
Distributor reported, "after confirming its priming, the valve was implanted. However, it did not reduce iop at all post-op. This valve was then explanted and replaced with another fp-7. Now there is no problem."

Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Explanted valve was returned and underwent visual inspection and functional testing. No issues found with the device during visual inspection. State pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of high iop condition as reported by customer could not be replicated or confirmed. Serial number and UDI number was designated as (B)(4), in which x is a placeholder for the final number in the serial number. The hospital provided 2 serial numbers and stated that the problem device was (B)(4) or (B)(4), as they lost track of which is explanted one, and which is implanted one.